Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that his monitor was malfunctioning. The monitor was making a loud screeching sound and would not operate properly. The patient was provided with a replacement monitor.